Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user attempted to insert the stylet into the drainage lumen, but failed. The user alleged that the drainage lumen might be blocked. Therefore, another catheter was used for the patient.

Manufacturer narrative:
Received 1 used foley catheter only. The reported event was unconfirmed, as the product met specifications. Per visual inspection, inspected exterior of sample and did not find anything to contribute to the reported event. Per functional evaluation, inflated the balloon wit 30cc water and administered flowrate testing. The flowrate was 540cc/min. The specification for this product is 425cc/min minimum, so the sample meets specification. Unable to duplicate reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user attempted to insert the stylet into the drainage lumen, but failed. The user alleged that the drainage lumen might be blocked. Therefore, another catheter was used for the patient.